Event description:
According to the reporter: occurred during a thoraco / esophagus procedure. The reload was connected to the powered stapling handle and adapter. The first firing on the esophagus was successful. For the second firing, for the closure of the insertion, the surge onfired the device. However, it stopped on the two-third position of the resection line. Once removed the reload and replaced by a new reload, the firing was completed successfully. About 10 to 15mm of additional tissue resection was required due to the issue. The status of the patient is no problem.